Event description:
In 2009, the pt reported that the infusion tubing is not connecting securely to the infusion site and he must use force to connect the two. He noticed this when he began use of his current box of infusion sets. He stated that he noticed extra space on the tubing connector near the "wings." He stated that he received an e4 (occlusion) error and when he disconnected from the infusion site a force of insulin came out of the end of the infusion tubing. He stated that the infusion tubing had been in use for 6 days and the infusion site had been in use for 2-3 days. He stated that the infusion set does not appear to be damaged and he has not noticed any insulin leaking. His blood glucose was elevated to 300 mg/dl. His normal blood glucose level is 100 mg/dl. He bolused 4 units of insulin to lower his blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.